Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esphagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2016. According to the complainant, during device deployment, one speedband superview super 7 device failed. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.